Event description:
The physician reported that the catheter tip separated from the drive shaft.

Manufacturer narrative:
Device not returned to MFR for eval. Suspected problem identified in results and conclusions.